Event description:
Additional information was received from the physician. The new information indicates that although the iol was explanted, there was no intervention performed to yag or to reposition the iol prior to explantation.

Event description:
Approximately two months after cataract surgery with implantation of the crystalens intraocular lens (iol), the patient's visual acuity decreased to 20/70 (bcva). Upon examination, the physician determined that the lens had vaulted and was causing the change in refraction. In addition, there was fibrosis observed under the haptic and horizontal striae. Two mos later, a yag was performed and the lens was repositioned. This resulted in an initial improvement in visual acuity to 20/20, (ucva and bcva). Four months later, the lens was explanted and replaced with another iol.